Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. Customer support advised to calculate reading using the zero offset per sb86600200. Customer calculated reading using the zero offset per sb86600200 and the reading is in tolerance.

Event description:
Customer reports average machine pressure high. There was no patient involvement. Event date not specified, estimate used.